Event description:
A caller reported receiving a cgm error 42 related to their g6 sensor. After receiving guidance from customer technical support, the caller was walked through the process of resetting the pump. Following the reset, the cgm error did not reappear, and the caller successfully started a new sensor session. There was no adverse impact on the customer's blood glucose level.